Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected batteries, had failed battery test, settings were lost when the patient changed the batteries, had cracks and scratches on the screen of the insulin pump, exit button was difficult to press had unexplained no delivery alarms and when they were trying to give insulin it failed to deliver. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.